Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced a hematoma at the arteriotomy site of the impella device when the patient was moved to bed rest. It was reported pressure was held and femostop placed and hemostasis was achieved after four hours, until the patient moved again resulting in another hematoma developing. The physician made the decision to remove this impella due to concerns of continued bleeding.

Manufacturer narrative:
The investigation into the access site bleeding/hematoma has been completed. The product was not returned for review. Based on the clinical description, the root cause of the access site bleeding was most likely due to patient movement during support. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.